Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 300 mg/dl at the time of incident and other relevant blood glucose level was up to 531 mg/dl. The customer experienced symptoms such as nausea and thirsty. The customer was using insulin pump within 48 hours of reported event. Customer treated their high blood glucose with bolus. Customer did not alleging insulin pump was under delivering. Customer stated that the cannula was bent. Customer declined to continue for troubleshooting. Customer was advised to change the infusion set. The insulin pump will not be returned for analysis.